Manufacturer narrative:
A broken lead was reported to abbott. The lead was not returned for analysis. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the in-vivo lead fracture was unable to be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported stimulation was autoreducing. Diagnostics indicated high impedance readings. Reprogramming was initially able to provide effective coverage. Later, the lead was reported to be fractured. The lead was then explanted and replaced, which addressed the issue.